Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: break in the camera cable, hole in the camera cable, corrosion on the electrical contacts of the video connector, image issue, debris on the main unit, water inside the camera cable and water ingress in the main imaging unit. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions are traced to component failure. However, the cause of the debris on the main unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the camera head presented disconnection during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.